Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating additional episodes of post paced t wave oversensing were noted on the device. Technical support was contacted for additional reprogramming advice. Additional reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing. Reprogramming was recommended to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.